Event description:
Bed exit allegedly not working. No injury to anyone.

Manufacturer narrative:
Technician replaced bed exit strips and inserviced account to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.